Event description:
It was reported that the patient received an inappropriate shock due to a right ventricular (rv) lead fracture. It was also reported that the lead integrity alert triggered for high sensing integrity count (oversensing) and non-sustained tachycardias with noise. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.